Event description:
The customer reported to olympus, the evis exera iii colonovideoscope air channel was clogged. There was no report of patient harm associated with this event. During incoming inspection, the nozzle was clogged with an unidentified dark grey gelatinous material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Neither air nor water at the output of endoscope was observed due to a clogged nozzle. In addition to evaluation in description of event/ problem, adhesive on bending section cover was separated and worn out. Distal end insulation was out of specifications. Lenses glue was worn out. Insertion tube had a crease. Insertion tube was snaky. Objective lens was cracked. Vent valve was corroded. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could also not be determined. Olympus will continue to monitor field performance for this device.